Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged coughing,eye and nose irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing eye, nose irritation and also on oxygen. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the internal investigation observed that unknown dust contaminant on the ui panel, bottom enclosure, inside iso port, blower, and blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and unable to directly address any symptoms. The manufacturer observed dust contamination and are consistent with being from an external source. Section h6 type of investigation, investigation findings and investigation conclusions has been updated.